Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, following cataract surgery with intraocular lens (iol) implantation using the ophthalmic operating system, the patient was diagnosed with endophthalmitis. The surgery was completed on the same day. The patient was treated with an intravitreal antibiotic injection and underwent pars plana vitrectomy (ppv). The patient also diagnosed with retinal detachment and proliferative vitreoretinopathy (pvr) and probably requires secondary pars plana vitrectomy (ppv). Additional information has been requested, but none has been received to date. This report is pertaining two of six patients reported from the same facility.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards (at that time). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The potential cause of the reported ¿endophthalmitis¿ can be attributed to surgical mitigations or surgical factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. There is no evidence that the design or performance of the equipment caused or contributed to this reported issue. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.